Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right arteriosclerosis. A 2.5mm x 15mm wolverine peripheral cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured upon inflation at 6atm for 15 seconds at the tip part. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.